Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels. Blood glucose values were not provided. Customer's current bg was 275 mg/dl. The customer declined to provide additional information regarding the event.